Manufacturer narrative:
(B)(4).

Event description:
Information was received that a smiths medical pneupac ventilators parapac plus was "involved in a patient incident". It was reported the patient was "room monitored" in the hospital and was "not being ventilated". It was also noted the issue was not resolved as the patient expired.

Manufacturer narrative:
One ventilator was returned for evaluation. Visual inspection of the device found it to be in good physical condition. Unit then underwent functional testing; connected to 50 psi air and powered on. Settings were varied, and device was powered on and off successfully. Device ran over the course of three days, seven hours each day. Device functioned as intended throughout testing period. The input manifold was replaced as a preventive measure, and minor calibration was required. Device passed all functional tests.

Event description:
Additional information was received stating it was determined by the customer's risk team that other factors other than the device led to the patient's death.